Manufacturer narrative:
Pt information not provided due to (B)(6) patient privacy regulations. Onsite investigation was preformed and the field representative was able to replicate the reported event. Replacement of the affected monitor resolved the issue. No further issues were reported. The replaced monitor was not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, they restarted the imaging system several times to reduce the noise during micro-recording. After powering the mobile view station (mvs) back on, the monitor did not pick up the video signal from the video card as nothing was displayed on the screen. They had to unplug and re-plug the system monitor power cable several times to fix the issue. Rebooting the mvs also fixed the issue. There was no impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
The suspect monitor was returned to the manufacturer for evaluation. Testing found that the monitor would display images from dvi connections as well as a display port.